Manufacturer narrative:
The devices were not returned for analysis. The reason was not provided by the author. There is no allegation or evidence of potential or confirmed manufacturing issues. This report was generated to capture the adverse events of symptomatic intracerebral hemorrhage (sich). The article can be located online at http://www.ncbi.nlm.nih.gov/pubmed/26113961. Note per device instructions for use (IFU): do not perform more than three recovery attempts in the same vessel using solitaire¿ fr revascularization devices. Do not use each solitaire¿ fr revascularization device for more than two flow restoration recoveries. (B)(4).

Event description:
Citation: medtronic received information through literature review of: choi jh, park hs, kim dh, comparative analysis of endovascular stroke therapy using urokinase, penumbra system and retrievable (solitaire) stent. J korean neurosurg soc. 2015 may;57(5):342-9. Doi: 10.3340/jkns.2015.57.5.342. Epub 2015 may 31. In this article the author described 32 patients that were treated with a mechanical thrombectomy device. Three of 32 patients were reported to have suffered and adverse event of symptomatic intracerebral hemorrhage (sich). Mean age 65 and gender male. There were no device issues reported or specific details to what treatments were provided or if any to the 3 patient that had sich.